Event description:
It was reported that during stage one of the deep brain stimulation (dbs) procedure the burr-hole cover clip would not click shut and lock the lead in place despite several attempts. Another of the same device was used to successfully complete the procedure, and a portion of the burr hole cover remained implanted in the patient. The patient did well postoperatively.

Manufacturer narrative:
The returned dbs burr-hole clip, cover and screw was analyzed and passed all tests and exhibited normal device characteristics. The reported event was not confirmed as the burr-hole cover clip would successfully click shut with a good known placement tool mate and the slider was able to lock down the lead with no issues. Therefore, engineers concluded that there was no problem detected during analysis of the device.

Event description:
It was reported that during stage one of the deep brain stimulation (dbs) procedure the burr-hole cover clip would not click shut and lock the lead in place despite several attempts. Another of the same device was used to successfully complete the procedure, and a portion of the burr hole cover remained implanted in the patient. The patient did well postoperatively.